Manufacturer narrative:
Correction: the correct common device name and PMA/510(k) is cochlear¿ osia¿ system and k231204 respectively; not nucleus 24 cochlear implant system and p970051 as previously reported. Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on february 07, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 26, 2024.

Manufacturer narrative:
This report is submitted on january 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, for unspecific medical reasons. The patient has not been reimplanted with a new device as of this report. Additional information has been requested but has not been made available as of the date of this report.